Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection cracked light blue main body was found. As a result, the reported problem was verified through visual inspection. However, the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cracks were observed on a minicap extend life pd transfer set's blue main body. The step in the process during which this was noticed is unknown; however, a patient was reportedly involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.